Manufacturer narrative:
The products were not returned for exam. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine. Provided info stated device loosening and polyethylene wear were the root cause of the joint instability. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address instability caused by femoral loosening and poly wear of the insert.